Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm curved bipolar dissector instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations: the conductor wire of instrument was broken within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The probable root cause of grip cable and conductor wire breakage, whether partial or full, is attributed to component susceptibility damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the 8mm curved bipolar dissector instrument was observed to have a damaged cautery wire. There were no reports of patient involvement or patient injury.